Event description:
One reported false positive result for flu b for one asymptomatic patient. Unknown if the result was confirmed. Confirmation method(s) not provided. The customer communicated 17 other false positive results which are documented in separate reports.

Manufacturer narrative:
Investigation conclusion: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retains and returns. Source: phone.